Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that days after this right ventricular lead was implanted it was noted that this lead had dislodged. A revision procedure took place and this lead was repositioned successfully. No adverse patient effects were reported.